Event description:
It was reported that the patient was dissatisfied with her health care professional service because the office always changed her appointment times and made her wait up to 4 hours. The doctor did not give the patient her printout because "he did not have time to do it." The doctor wanted to give the patient oxycontin even though the patient experienced "psychotic episodes" from that last time she took it. The patient had been hospitalized twice for sinus bradycardia since she was seeing this doctor. It was also reported that during refill, the doctor did not numb the patient and he "stabbed the patient for 13 times with a needle trying to get into the pump." The doctor "takes her stomach and grabs and it hurts." The patient had to tell the doctor to be gentle because the pump was "sewed in very strongly." The patient had been feeling weak since (B)(6) 2012. There had been times where patient felt disoriented. It was noted that the patient fell and tore a tendon in her foot. On (B)(6) 2013, the patient had a refill, and the doctor determined that the pump was moving. The doctor took notes as to where the pump was supposed to be and noticed that it had moved. The reporter stated that the pump was moving back and forth. The reporter was suspecting that the pump could be "leaking." It was also noted that the patient was still experiencing intense pain with just morphine and sometimes she lost her bladder control. The pump was being used to deliver marcaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n264569, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).